Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and a scratched lens. Functional testing was able to verify the reported problem in addition to revealing a damaged dso seal. It was determined that the scratched lens was the root cause. The dso seal, battery compartment, and lens were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen is too scratched. There was unknown patient involvement.